Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, smoker, complication in site preparation (poor quality), inadequate bone quality, mobility.